Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2013-03069, 1627487-2013-03070, and 1627487-2013-03071. The patient has 2 scs extensions which have different lot numbers and implant dates. It was reported the patient is not receiving effective bilateral stimulation. A sjm representative ran lead diagnostics which showed high impedance values for the scs lead. Based on imaging, the physician believes the scs lead may have slightly slipped out of the patient's scs ipg header. It was also reported the patient had recently been packing boxes. The patient has been referred for exploratory revision.